Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. The analysis is pending.

Event description:
During a pacemaker exchange on (B)(6) 2009 with leads implanted in 2003 appropriate connection was confirmed, but no pacing could be obtained. The leads were disconnected and measured independently with a psa and no abnormality was identified. The subject device was reprogrammed to ddd with the rate of 60/120 and reconnected appropriately, but again no pacing output could be obtained.